Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced an inappropriate shock due to a right ventricular lead fracture. High pa ce/sense lead impedance and high superior vena cava (svc) coil impedance were also noted. Additionally, the device had premature battery depletion due to the shock and lead fracture. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event. (B)(6) was implanted maximo ii vr since (B)(6) 2012, he came to hospital on tuesday (B)(6) 2013 and informed the implanter that he received stimulation. He did not notice the implanter about number of stimulation and urgency or any shock. The implanter asked him to go back and made an appointment for him on (B)(6) 2013 for follow up ICD by medtronic representative. After patient came to hospital on (B)(6) 2013, I found that the battery was eri due to inappropriate shock from lead fracture. Rv lead impedance more than 3 ,000 ohm and svc coil impedance more than 200 ohm. Implanter remove box on (B)(6) 2013 then implant new system on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.